Event description:
It was reported that the gastrointestinal videoscope did not pass the leak test during reprocessing. There was no report of patient harm. The device was returned, evaluated, and there was foreign material in the light guide lens. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. It was found that water tightness was lost due to damage on the light guide cover glass. In addition to the foreign material in the light guide lens, other evaluation findings are as follows: there were scratches on the grip and the connecting tube; the air/water cylinder and the suction cylinder had no color; the insulation resistance value at the distal end did not meet the standard value due to a burn on the plastic distal end cover; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; and the universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.